Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The cb2 circuit breaker was tripped by an unk cause and reset. The system was tested and found to be working as intended and returned to service.